Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged, this was observed on x-ray. This lead was successfully repositioned and to date, no adverse patient effects were reported. All dates were provided by boston scientific. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.